Event description:
The 8578 sc (sutureless) connecter was later received along with a small portion of the previously received 8709sc catheter.

Event description:
It was reported that the neurosurgeon inadvertently cut the catheter above the existing connector during a pump replacement. A new connecter was spliced in and the issue resolved. The status of the patient at the time of the event was alive and no injury. There were no patient symptoms or complications associated with the event. The pump was used to deliver gablofen. It was reported the patient¿s mother noted an increase in tone, itching without rash, increased clonus and agitation on (B)(6) 2014. Oral baclofen was given and the symptoms were much improved. A dye study, performed on (B)(6) 2014, showed a patent catheter system. The catheter was electively replaced due to possible kinking of the catheter. When the catheter was replaced (B)(6) 2014, no kinking was noted by the neurosurgeon. It was stated that the event resulted in patient hospitalization, device replacement, and reprogramming. It was added almost 3 weeks later that the patient was responding well to therapy, but developed symptoms 10 days after the pump was replaced and the new connector was spliced to the existing catheter.

Event description:
Additional information received reported that the cause of the patient's symptoms after pump replacement were unknown. The patient was reportedly seen by the managing clinician on 2014-04-05, and at that time, the patient no longer had clonus and tone was well-controlled.

Manufacturer narrative:
Analysis of the 8578 sc connector revealed no significant anomaly, a tear in the seal near the guide ring of the sc connector was found. Analysis of the additional 8709sc connector portion received found no significant anomaly, the catheter body was found to have dried drug or blood occlusion that was easily broken loose.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n187498011, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, lot# h900119201, implanted: (B)(6) 2009, explanted: (B)(6) 2014,product type: accessory. (B)(4).